Event description:
After septostomy procedure, the catheter and balloon could not be pulled back into the sheath. It had to be forcefully withdrawn causing some vascular damage to the pt. The pt has since recovered.